Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (sicd) with this electrode received sixteen inappropriate shocks due to oversensing. The field representative noted that during the implant procedure a significant adipose tissue could be seen. An auto setup switched the sensing from primary to secondary after detecting noise in primary. Smart pass was disabled overnight. Technical services (ts) was consulted and discussed imaging revealed the electrode positioned high on the sternum near the clavicle, and possible anomalies with sense b were considered, including a connection or mechanical challenge. Events showed rail-to-rail noise and impedance ranged from 109 to 135 ohms. Ts discussed possible air entrapment as well. Ts was consulted and discussed possible system revision, given the sub-optimal device position and potential sensing limitations. The field representative mentioned that the physician decided to monitor in secondary for now. The patient experienced a prolonged hospital stay. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the therapy for this electrode was programmed off and x rays were performed to confirm air entrapment was gone. The physician turned therapy back on when he got results of the x ray. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (sicd) with this electrode received sixteen inappropriate shocks due to oversensing. The field representative noted that during the implant procedure a significant adipose tissue could be seen. An auto setup switched the sensing from primary to secondary after detecting noise in primary. Smart pass was disabled overnight. Technical services (ts) was consulted and discussed imaging revealed the electrode positioned high on the sternum near the clavicle, and possible anomalies with sense b were considered, including a connection or mechanical challenge. Events showed rail-to-rail noise and impedance ranged from 109 to 135 ohms. Ts discussed possible air entrapment as well. Ts was consulted and discussed possible system revision, given the sub-optimal device position and potential sensing limitations. The field representative mentioned that the physician decided to monitor in secondary for now. The patient experienced a prolonged hospital stay. This electrode remains in service. No additional adverse patient effects were reported.